Event description:
After receiving the essure device I started having very painful menstrual cycles. The cramps were unbearable. I had very bleeding to the point I would have to wear a tampon and a pad so that I would not bleed through my clothing. I then had second surgery uterine ablation to help with these problems. After that surgery I still have bad cramps and the bleeding has returned.